Manufacturer narrative:
The reported events of no detection, no capture and low impedance were confirmed. As received, a complete lead was returned in one piece for analysis. X-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. Electrical testing found internal shorts between conductors due to the over-torqued inner coil. Visual inspection of the lead found no anomalies. The cause of the reported events was isolated to the over-torqued inner coil.

Event description:
During initial implant procedure, out-of-range low pacing impedance, a loss of capture, and no pacing were noted the right ventricular (rv) lead. The rv lead was explant and replaced. The patient was stable.